Manufacturer narrative:
Model number: 72404127. Batch/lot number: 1000049182. Model/catalog number: control pump fgs iz. Model number: 720157-01. Batch/lot number: 1000039079. Model/catalog number: cuff fgs 3.5cm inhibizone.

Event description:
It was reported that the patient had an artificial urinary sphincter explanted and replaced with a 4.5cm aus due to fluid loss. No further patient complications were reported in relation to this event.